Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report comparison lab test against her meter. Bd meter was much higher. Analysis run on consensus error grid using lab reading (88) as ref. Point vs. Bd readings (184) yielded data points in the c zone of the grid, outside of acceptable limits.